Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 100% stenosed de novo target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). For pre dilation, a 12mm x 2.50mm nc quantum apex mr was advanced to the target lesion and inflated to two times to unknown atms. During the third inflation at 15 atms a balloon rupture occurred. The nc quantum apex mr balloon catheter was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is listed as good.